Manufacturer narrative:
The referenced hospital admission for elevated ldh is reported on medwatch MFR report # 2916596-2018-01364. (B)(4). Approximate age of device - 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the hospital and was experiencing an increase in lactate dehydrogenase (ldh). Intregrelin and heparin were administered. The patient was previously admitted for elevated ldh. No additional information was provided.